Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the report event. Upon reception, the device boots properly and is able to connect with devices. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that a temporary hardware or network failure caused the reported event. No general malfunction is suspected with the subject device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter is unable to connect even if it stay plugged.